Event description:
Additional information: based on the information from the device tracking system, the patient had a pump exchange on (B)(6) 2015 due to pump failure.

Manufacturer narrative:
The explanted device is expected to be returned for analysis. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that two days post implantation of the lvad, the patient received a red heart alarm. Upon device interrogation, the pump was off and alarms indicating that the driveline was disconnected were present. Low flow alarms were also noted. The system controller, batteries, power module, and power module patient cable were changed. The pump remained off. The patient returned to the operating room for an urgent pump exchange. No additional information was received.

Manufacturer narrative:
The evaluation of the returned pump confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 13.5¿ from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The returned portions of the driveline were visually inspected and a suture was found through the white silicone jacket of the driveline, approximately 5¿ from the pump housing. The driveline was then tested for electrical continuity in the condition that it was received and the orange wire at the pump-end of the driveline produced an open circuit. The silicone jacket was removed and visual examination of the metal braided shield revealed discoloration in the area where the suture was observed, suggesting that an electrical short had occurred. Removal of the clear bionate layer from this area and examination of it under a microscope revealed two small holes penetrating this layer of the driveline. Analysis of the underlying wires approximately 5¿ from the pump housing revealed that the orange wire was completely severed and the yellow wire was breached, exposing the inner conductors. The orange wire redundantly supports motor phase 3 and the yellow wire redundantly supports motor phase 1. This damage did not appear to be the result of repetitive movement of the driveline. Abrasions to the black wire were also noted in the area of the observed wire damage, while the remaining wires were unremarkable. If the exposed conductors of the orange or yellow wires contacted the braided shield while the system was operating on a tethered power source, the resulting electrical short to ground would have resulted in the reported red heart alarms and pump stoppages. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either a tethered power source or batteries. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.